Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5152409.

Event description:
It was reported that the patient's atrial lead exhibited under-sensing and low pacing impedance. No interventions were performed. The patient's condition was unknown.